Manufacturer narrative:
The 510 (k) # is k0553529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate high readings on the patient's one touch ultra 2 meter. The patient mentioned that the alleged issue began on (B)(6) 2011. The patient obtained blood glucose reading of 218 mg/dl, 141 mg/dl, 132 mg/dl, 144 mg/dl, 120 mg/dl, 139 mg/dl and 178 mg/dl. Readings were not taken back to back. The patient ate more food/drink. Approximately two days later, the patient developed symptoms of feeling sweaty and shaky. The patient did not self-treat or seek any medical attention due to the alleged issue. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged high readings, they later developed symptoms suggestive of a serious injury.